Manufacturer narrative:
The pump passed the displacement, sleep current measurement, active current measurement and selftests. The pump was monitored and it functioned properly. No blank display was noted during testing. The pump was received with a cracked case behind the pump near the battery tube compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call blank display anomaly and cosmetic damage on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer advised the display screen was blank and the insulin pump had a fissure. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.